Event description:
It was reported that the patient's right atrial (ra) lead showed failure to capture and high capture threshold. During explantation of the ra lead the helix would not retract, the lead was difficult to extract, and there was fibrosis at the lead tip. The lead was successfully explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).